Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that, "while trying to remove bone screw from patient's finger, screw head stripped from implantation. Doctor tried screwdriver and was unable to get screw back out. Worked away some bone with grasping tools and broke off head of screw. Doctor felt as though titanium material of screw was the issue. Brought into surgery extraction system for screw removal but doctor said smallest crown drill was too large and was afraid of fracture. Worked at screw until the left over portion was below the bone cortex and left broken portion in the finger."